Manufacturer narrative:
As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer (B)(4) legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer (B)(4) never gets more information except for the one that has been already covered in the final report. Patients' advocates only provide to zimmer (B)(4) as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. A technical investigation was not possible to be performed, as the device(s) were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. DHR review: as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend identified. Review of incoming information: it is reported that unknown allofit cup was implanted on (B)(6) 2005 and revised on (B)(6) 2007 due to luxation, signs of metalosis & elevated cocr levels. Implantation report, dated (B)(6) 2005: indication: left hip arthritis. Patient was resistent to medical treatment for hip displasy. Procedure: implantation of allofit cup, metasul insert and head and unkown stem with bone grafting behind the cup. According to the surgeon the cup was implanted in 40° inclination and 20° anteversion. No conspicuousness regarding the reported event. Revision report, dated (B)(6) 2007: indication: pain, limited rom and luxation. Procedure: it was mentioned that the subluxation could easily be reproduced. No apparent metallosis was visible. The excessive (initial) anteversion of the cup and the initial stem positioning was found to be a contributing factor for the recurrent subluxations. Following, implantation of new cup, liner and femoral head. Elevated co/cr level was found. No x-rays or pictures were provided for investigation. Devices analysis a device analysis could not be performed as no product was available for investigation. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported, that the patient was implanted an unknown allofit cup on (B)(6) 2005 on the left side. The patient underwent a revision surgery on (B)(6) 2007 due to luxation, signs of metallosis, elevated cobalt and chromium levels.

Manufacturer narrative:
The manufacturer did not receive devices for review. X-rays or other source documents were not provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted an unknown winterthur hip component in (B)(6) 2005 on the left side and was revised on (B)(6) 2007 due to pain. Since the exact implantation date is unknown, the first day of the reported month was entered in this report.

Manufacturer narrative:
As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer (B)(4) never gets more information except for the one that has been already covered in the final report. Patients' advocates only provide to zimmer (B)(4) as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. A technical investigation was not possible to be performed, as the device was not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: no trend identified. Compatibility of components: the compatibility check could not be performed as no product information was provided. Review of incoming information: it was reported that an unknown hip component was implanted on an unknown date in (B)(6) 2005 and revised on (B)(6) 2007 due to pain. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).